Manufacturer narrative:
(B)(4).

Event description:
It was reported there was episodes of non-sustained ventricular oversensing of atrial activity stored on egm. P-waves were sensed on the ventricular channel. Programming changes were recommended. The patient was fine.